Manufacturer narrative:
H6: investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A review of the manufacturing records was performed, and no non-conformances were raised in association with this type of event for this lot. Complaints received for this device and reported condition will continue to be tracked and trended. A review of the device history record was completed for batch # 0125308. All inspections and challenges were performed per the applicable operations qc specification. There was one (1) notification noted for out of spec shield pull. H3 other text : see h10.

Event description:
It was reported that 4 syringe 0.3ml 31ga 8mm hub separated. The following information was provided by the initial reporter :   the consumer reported the needle hub separation in that on removal of needle shield the needle was found lodged in shield. Date of event : unknown. Samples: available.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. There were multiple lot numbers reported to be involved. The information for each lot number is as follows : lot # : 0125308, device expiration date : 05/31/2025, device manufacture date : 05/04/2020. Lot # : unknown, device expiration date : unknown, device manufacture date : unknown. A device evaluation is pending but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 4 syringe 0.3ml 31ga 8mm hub separated. The following information was provided by the initial reporter :   the consumer reported the needle hub separation in that on removal of needle shield the needle was found lodged in shield. Date of event : unknown. Samples: available.